Event description:
It was reported that during a surgical procedure at the user facility, the pin in the head assembly of the device disassembled. The procedure was completed successfully using backup equipment without a clinically significant delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
The reported disassembly of the pin was confirmed by a manufacturer repair technician through visual inspection. Signs of third party work on the internal components of the device were noted during failure analysis. Unauthorized modification of these components is a probable cause of the reported disassembly. The device instructions for use states that no service should be attempted on the device system components and that all concerns should be directed to stryker service. Stryker recommends that all failures and maintenance associated with its devices should be directed to trained stryker service professionals.

Event description:
It was reported that during a surgical procedure at the user facility the pin in the head assembly of the device disassembled. The procedure was completed successfully using backup equipment without a clinically significant delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.